Event description:
It was reported a revision was performed to remove a broken plate.

Manufacturer narrative:
Concomitant medical products added. It was concluded that the locking compression plate fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the far-bone side of the plate. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material's strength, and/or (3) poor bone quality. No material deviations in the plate were found during this investigation.